Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and observed excessive damage due to excessive current. The pcb fiberglass showed physical damage due to the high current. Circuit analysis pointed to a diode, designator cr44 on the therapy pcb assembly, having shorted, as the root cause of the reported issue. This diode, designator cr44, having shorted, caused diodes, designators cr30 and cr43 to become electrically damaged. The pcb fiberglass becoming damaged due to the electrical short, caused pcb-mounted jack connector, designator j2 and filter, designator fl8 to become damaged. The pcb was also damaged at diodes, designator cr30-1 and cr26-1.

Event description:
It was reported to physio-control that the customer's device had logged multiple event codes. During device evaluation by a third-party service agent it was observed, that the device would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.